Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the device was not returned. Therefore, it was not possible to determine whether the device met the performance specification, and the root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during a preparation for use, the lcd (liquid crystal display) monitor does not power up. After a few attempts, the customer was able to boot and connect the monitor to the tower. The diagnostic colonoscopy procedure was completed on the same device without delay. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.